Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. The customer used mdi as a backup therapy to maintain insulin delivery, and tandem technical support sent a replacement pump while instructing the customer on how to return the problematic pump. The customer successfully paired the new pump with the tandem t:slim mobile app following guidance from technical support.